Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having ectopic beats on current electrograms (egm) and bradycardia. The right ventricular (rv) lead exhibited unstable thresholds and intermittent loss of capture noted on overnight telemetry. The implantable pulse generator (ipg) was pacing below the lower limit. The rv lead was removed and the ipg remains in use. No further patient complications have been reported as a result of this event.